Event description:
It was reported that the patient underwent cystoscopy on (B)(6) 2023 and was indwelled a three-chamber urinary catheter. Then after 15ml of balloon water, the arm flushing tube was connected to normal saline and was continued to flush at low speed. When returned to the ward at 10:00, the patient consciously heard a rupture sound at 16:00 and the patient experienced abdominal distention then 80ml of fluid was withdrawn from the balloon tube considering the possibility of balloon rupture. After the removal of urinary catheter, a three chamber catheter was re-indwelled, the balloon was pumped 20ml and the arm flushing tube was connected to normal saline for continuous low speed side flushing. Then again at 18:00 patient again heard a rupture sound and felt discomfort in the lower abdomen. Then again the balloon rupture was confirmed. According to the injury performance, the patient experienced redness and swelling, and felt obvious urethral discomfort due to repeated catheterization and was afraid of the sound of balloon rupture. And an imaging or endoscopy would be performed if necessary. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.